Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a patient received a high reading from a hospital adc device. The health care professional reported a high reading of 8.1 mmol/l which was higher than a lab reading of 2.8 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for precision strips and, no trends were identified that would indicate any product related issues. Dhrs for freestyle optium neo h meter was reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a patient received a high reading from a hospital adc device. The health care professional reported a high reading of 8.1 mmol/l which was higher than a lab reading of 2.8 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.